Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it would not inflate. It was discovered that the reservoir was empty. After accessing the cylinders, it was noted that in the middle of the cylinders on both sides the outer sheath was torn and fluid leaked out of both left and right cylinders. A new inflatable penile prosthesis system was implanted. No patient complications were reported in relation to this event.